Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that there was an error on the insulin pump so they stopped using the device. The customer then had a high blood glucose level of over 600 mg/dl due to being off the insulin pump. The customer somehow treated with the insulin pump and brought her reading down to 322 mg/dl. Troubleshooting was declined as the customer stated she had not been using the insulin pump for an unspecified amount of time. The customer was assisted with the meter feature on the device. Nothing was replaced or returned.